Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer attributing high blood glucose readings to the cannula not being in the patient's body when the infusion sets do not stick. The mother said sometimes the adhesive is defective. No adverse event. The infusion sets are being returned.